Event description:
On (B)(6), 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter did not power on. The medical surveillance specialist (mss) was unable to contact the patient by phone for additional information, so the following complaint was classified based on documentation from lifescan customer service, customer care advocate (cca). The patient reported that the alleged product issue began approximately on (B)(6), 2011 at 02:00pm, when he attempted to test with the subject meter and the meter powered off. The patient reported that he manages his diabetes with insulin (self adjustments). The patient reported that he made no changes to his diabetes management due to the message or power issue. The patient further stated that at an unknown time after the start of the product issue, he developed dry mouth and frequent urination due to the product issue. The patient further denied that any treatment was received due to the product issue. At the time of troubleshooting with a customer care advocate (cca), it was noted that the subject meter battery did not need replacing and that the issue could not be resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k062195.